Event description:
The patient had a known cerebellar arteriovenous malformation and presented with a hemorrhage. An angiogram demonstrated a distal left pica (posterior inferior cerebellar artery) aneurysm, which was the source of the bleed. The patient underwent an attempted embolization of the aneurysm. During the manipulation of transcend 14 micro guidewire and attempt to catheterize the pica aneurysm, the distal 10 cm of the guidewire fractured and separated from the main wire. The proximal end of the guidewire extended down to the c1 level of the left vertebral artery. The patient went to the or for retrieval of the guidewire and ligation of the aneurysm.